Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is (B)(4).

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a loaner heater cooler had tested positive for bacteria. The unit had not been used for a long period of time as it was waiting repair. The facility had checked the unit as part of routine infection control maintenance. There was no patient involvement as the unit was not being used. The involved heater-cooler unit was returned to sorin group deutschland for investigation. A visual inspection of the returned unit showed residuals and biofilm in several areas, and all of the tubing showed discoloration and biofilm. Water samples were taken and analyzed by an external accredited biolab and mycobacteria chimaera was found in the water samples. Based on these findings, it was concluded that this issue was the result of the user failing to adhere to the cleaning and disinfection instructions outlined in the IFU. The involved machine is a loaner unit and is not presently in use at any customer facility. It is currently at sorin group deutschland awaiting decontamination. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Event description:
Sorin group (B)(4) rec'd a report that a loner heater cooler had tested positive for bacteria. The unit had not been used for a long period of time as it was waiting repair. The facility had checked the unit as part of routine infection control maintenance. There was no pt involvement as the unit was not being used.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that a loaner heater cooler had tested positive for bacteria. The unit had not been used for a long period of time as it was waiting repair. The facility had checked the unit as part of routine infection control maintenance. There was no pt involvement as the unit was not being used. The investigation is ongoing. A follow up report will be sent when the investigation is complete.